Event description:
Procedure type: laparo splenectomy. According to the reporter: when it was used on the spleen, the port hub disengaged from the cannula. A new instrument was used to complete the procedure. There was no additional bleeding, and nothing fell into the pt cavity. No tissue damaged. Operative time was not extended more than 30 mins. No pt injury was reported. No pt info available.